Event description:
A user facility medwatch was received by ballard medical products. The respiratory therapist went in to suction the pt prior to a trip to the cath lab. When he got to the pt, he found that the inspiratory level was filled with water from the humidification system. The customer's belief is that the circuit had to be constantly suctioning for this to occur. The thumb valve had been left in the unlocked position. There was no harm to the pt.